Event description:
It was reported that while an autopulse li-ion battery (B)(4) was in use with an autopulse platform (s/n (B)(4)) during patient care, it only ran for 13 minutes. Customer used a second li-ion battery (B)(4) and it only lasted 9 minutes. Customer also indicated that on a later case, the same platform was used with a different battery (s/n(B)(4)) and no problems were encountered. Customer is following proper battery management. Additional information was received on (B)(6) 2013 whereby customer indicated that manual CPR was immediately initiated following the battery failures with minimal delay. No additional details were provided. No adverse patient sequelae was reported.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed. Please see the following related MFR report: 3003793491-2013-00823 -for autopulse li-ion battery with sn (B)(4).

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 08/21/2013 for investigation. Investigation results as follows:the root cause was investigated and the complaint was not confirmed. Visual inspection was performed and no damages were observed. The battery passed all testing criteria. A review of the archive was also performed and it was determined that the battery performed as intended.